Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they experienced high ketones and stated they had symptoms that resulted in them treating themselves it insulin; however, they declined to provide further event details. At the time of contact, the patient was doing fine. No additional patient information is available. A root cause was not determined. Data was provided for investigation. Confirmation of the problem was confirmed via data. The root cause was determined to be an improper calibration via data.